Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump failed audio self test. The customer's blood glucose value was 99 mg/dl. Troubleshooting was performed. The customer stated that the insulin pump was beeping 3 times when she was not doing anything. The customer also reported that the insulin pump did not alert when she was low. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in device history files. (B)(4).